Event description:
Drive devilbiss healthcare was notified of an incident involving a toilet safety frame by an end user, who reported that "handles wobbled both left and right and he lost his grip on the handle and fell off the toilet and broke his hip and was in the hospital for 3 weeks." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.